Event description:
An omniplane transesophageal transducer (agilent technologies) was processed using cidex opa. Following the processing, the transducer was used on the pt during open heart surgery. Following surgery, the pt developed a small blister on the upper lip. The blister resolved without residual at the time of discharge in 2000.